Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported device does not recognize loaded set which was not reproduced. A system error 320 alarm occurred during testing, however the customer did not experience a system error 320 because there are no system error 320 events in the event history log (ehl), and a failed upper auxiliary was identified during device evaluation. The customer allegation of ¿does not recognize set", occurrence of a system error 320 during testing, and the identification of a failed upper aux indicates the device failed to recognize an open door during the customer reported event. The upper auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump does not recognize a loaded set. There was no patient involvement. No additional information is available.